Manufacturer narrative:
Based on the claim against the product by the customer reporting that the force bipolar forceps instrument was unable to be removed from the arm, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and the issue was not confirmed by failure analysis. Failure analysis investigation was unable to reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The were no issues placing the instrument on or removing it from the in-house system. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar forceps instrument was unable to be removed from the arm during the procedure. The information received was unable to provide information as to how the instrument was eventually removed and it is likely that at the time of the issue a grip tip was sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, 8mm force bipolar instrument could not be removed from the robot. It was hanging up at the end of the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no ordinary damage was observed. No fragment fell inside the patient during the procedure. No further information was obtained.